Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Bg cause was not known. Reportedly, an accident occurred due to the low bg; however, no details were provided. The customer declined follow up from tandem technical support.